Manufacturer narrative:
Due to character limitation, below field are added from e1: event site name: (B)(6). Initial reporter: (B)(6). Alarm occurred when the fellow was repositioning the iab catheter at bedside, esp personnel reviewed the alarm meaning and did troubleshooting.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.